Event description:
It was reported that during an upgrade procedure, the left ventricular (lv) threshold test showed no capture in all vectors with high output. The lv lead was checked several times on the analyzer and had normal measurements. The physician decided not to use the device, and anther device was used with the lv lead. All measurements appeared to be within normal range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed and there were no anomalies found. (B)(4) we did receive performance data collected from the device and have analyzed the data and there were no anomalies found.